Event description:
It was reported that this device migrated. Oversensing on the rv lead was also seen and the patient received inappropriate shocks. Lead was capped and a new lead implanted. Should further information be received this file will be updated.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 and (B)(6) 2025 recorded the stable pacing impedance around 600 ohms with an increase to >3000 ohms at the end of the recording period and the stable shock impedance around 85 ohms. The analysis of the provided iegm episodes from (B)(6) 2025 revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shock deliveries. The provided x-ray images showed a loop of the lead body in the pocket region. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Analysis revealed no indication of an ICD malfunction. Based on the data the ICD functioned as expected. Should additional relevant information or the lead itself become available for analysis, the investigation will be updated.